Event description:
It was reported that a sheath split. During percutaneous coronary intervention was performed, an opticross catheter was used for treatment, but the sheath split. It was noted that the sheath had split after only two uses. It was noted that the sheath was bent or kinked, broke, and fractured. The device broke during the second run. It was noted that there were no issues present upon opening the package. The procedure was completed with another of the same device and resolved the issue. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: the returned device matches with the upn and lot number provided by the customer. A visual and microscopic inspection was performed and the imaging window was observed detached near the lapjoint section. No other visual damages were encountered upon visual inspection. No other issues were identified during the product analysis.

Event description:
It was reported that a sheath split. During percutaneous coronary intervention was performed, an opticross catheter was used for treatment, but the sheath split. It was noted that the sheath had split after only two uses. It was noted that the sheath was bent or kinked, broke, and fractured. The device broke during the second run. It was noted that there were no issues present upon opening the package. The procedure was completed with another of the same device and resolved the issue. No patient complications resulted in relation to this event.